Event description:
It was reported that, during a device replacement procedure due to normal battery depletion this right ventricular lead experienced difficulty to be inserted on the new device. It was tried to attempt testing it in the old device and the same difficulty was noted. As the attempts were increasing on the new device the insulation of the lead was affected. Eventually the lead was able to be inserted. This lead remains in service. No further adverse patient effects were reported.